Manufacturer narrative:
(B)(4). Concomitant medical products: persona cruciate retaining standard porous femoral component, catalog #: 42502806402, lot #: 64468845, persona all-poly patella cemented 35mm, catalog #: 42540200035, lot #: 64611035, persona trabecular metal two-peg porous tibial component right size d, catalog #: 42530006702, lot #: 64561912. Report source: foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2020-00325, 0001822565-2020-04109, 0002648920-2020-00528.

Event description:
It was reported that the patient underwent a manipulation under anesthesia and ultimately underwent a knee arthroplasty revision to address stiffness, scar tissue and limited range of motion nearly three months post-operatively. During the revision, significant fibrous tissue was found throughout the knee and the patient received a smaller articular surface. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.